Event description:
It was reported to philips that the device was failing the operational check. The results of the functional testing indicate a high voltage capacitor failure. Based on the information available and the testing conducted he cause to the reported problem was a high voltage capacitor failure. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced and device passed all testing. The device was put back into service. It has been concluded that no further action is required at this time.